Manufacturer narrative:
Based on the claim against the product by the customer noting the site experienced vessel sealer extend instrument issues while using the e-100 generator, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The master tool manipulator (mtm) grip spring was bent, which prevented a fully closed position. This caused the issue with the vessel sealer extend instruments. The fse replaced mtm to resolve the issue. The system was tested and verified as ready for use. The mtm was analyzed, and failure analysis investigation was able to reproduce issue during visual inspection. The complaint was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause is attributed to component failure. This complaint is considered a reportable event due to the following conclusion: a master tool manipulators (mtm) was replaced after the completion of the procedure due to a damage grip spring which prevented a fully closed position. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change. .

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the site experienced vessel sealer extend (vse) issues while using the e-100 generator. The staff stated the jaws were not reacting normally. The intuitive surgical, inc. (Isi) technical support engineer reviewed onsite logs and noted no related errors. The staff tried a second vse instrument but experienced an error regarding the e-100 generator. The staff rebooted the e-100 generator and experienced the same issue as before with the vse instrument. The staff did not try plugging in the instrument into the erbe generator to see if the instrument was the issue. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the vse instrument was sealing. The vse instrument started to make a higher pitched noise while the resident was sitting at the console. Surgeon sat down and that was when it was noticed the machine was changed from sealed to bipolar coagulation. The vse instrument felt like ¿manual¿ manipulation. It felt like there was resistance or friction. Surgeon switched to another vse and didn¿t make a difference.